Manufacturer narrative:
(B)(4). Article reference citation: erosa, stephen, do. A rare case of chronic post herniorrhaghy neuralgia/orchalgia affecting sexual function: a case report. Proc. Of north american neuromodulation society: 19th annual meeting, mandalay bay convention center and four seasons hotel, las vegas. Vol. 10672. Bronx: jaconi medical center albert einstein college of medicine/montefiore medical center. 233. Web.

Event description:
The reporter alleged a complaint of chronic left testicular pain three months post operation after using the device to place a mesh implant.